Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 284 mg/dl. The customer stated that he was running, possible heat/sweat. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an intermittent button response due to corroded keypad traces. No button error alarm. No moisture damage found inside the insulin pump. The insulin pump received with minor scratches on display window, cracked case on display window corner and cracked reservoir tube lip.